Event description:
It was reported following an angio-seal deployment, the patient developed symptoms of vascular insufficiency. The patient underwent surgery and the angio-seal was removed from the femoral profunda artery.